Manufacturer narrative:
(B)(4) we received your event description for the above mentioned device and would like to thank you for supporting our post-market surveillance. As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The information you provided has been entered into our quality system as a complaint. These types of complaints are used to evaluate systems and device performance throughout our organization and help to maintain and improve the performance of our devices. Should additional information or the device itself become available for analysis, the investigation will be updated.

Event description:
Boston scientific received information that this patient's right lead was confirmed to be dislodged two days after implant via chest x-ray. A lead revision procedure was performed. The day following the revision procedure it was discovered that the lead had dislodged again. The physician believes this is due to the patient's heavyset physical characteristics. At this time, the lead remains in service. There have been no adverse patient effects. Should additional information be received, this file will be updated.